Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7104392. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7108091. UDI: (B)(4).

Event description:
It was reported that the patient did not get adequate pain relief and could no longer get the implantable pulse generator (ipg) charged. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted device components were discarded by the medical facility.